Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up over-the-phone with the customer and was informed that the aia-360 was up and running without any issues. The customer reported that the issue may have been caused by a contaminated wash solution, which was replaced. The customer reported that the aia-360 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: list of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. The aia-360 training manual under tab 8, troubleshooting, states the following: 2017 substrate purge failure cause: no substrate was dispensed at daily maintenance solution: check substrate level and replace as necessary, repeat daily maintenance the most probable cause of the reported event was due to a bad wash solution.

Event description:
On (B)(6) 2018, a customer reported getting 2017 substrate purge failure error message while running a patient sample with the aia-360 instrument. The customer tried to start another run, but the error persisted. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), progesterone (prog), and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.